Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the iol. Iol returned positioned incorrectly in the iol case. Solution is dried on the iol. One haptic is broken/torn and is returned, the other haptic is broken/torn and is not returned. The optic is torn/split-cut with some missing segments; the two present segments are adhered to each other with solution. Unable to conduct dimensional testing due to condition of returned sample. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The complainant indicates the use of non-company viscoelastic as a viscoelastic which is not qualified for use with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instruction for use(IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implantation procedure, it was observed that one haptic was broken, at the moment of insertion a slight pressure was felt in the injector because it does not move very well. There was patient contact and symptoms were resolved. Additional information has been received that surgery was completed on same day during initial procedure. There was no patient harm.